Event description:
It was reported that during an appendectomy procedure, the staples will not release. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/23/2007. The analysis results showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.